Event description:
It was reported that the patient developed an infection. The right atrial (ra) lead was explanted. The other associated products are manufactured by bsx. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154794.